Manufacturer narrative:
It was reported that left hip revision surgery was performed due to pain. During the revision the bhr head and bhr cup were removed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. The patient started having hip pain approximately 8 years after implantation, respectively 2 years before the revision. Review of the implantation report showed no inconsistencies related to the surgical technique and no explanation for the reported pain. The provided x-rays are the "most recent" ones, and show areas of reduced radiodensity adjacent to acetabular cup and the peg of head. The diameter of the neck is smaller as the femoral head, with a considerable deviation at the head-neck junction, the femoral component is in slight varus alignment and heterotopic ossification can be appreciated. According to the revision report, there was heterotopic ossification throughout the soft tissue around the acetabulum. A relation of the heterotic ossification with the reported reason for the revision, pain, cannot be excluded. No implant loosening was reported. Therefore, the thin neck, the slight varus alignment of the peg and the radiolucency at the acetabulum did presumably not affect the implant stability. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
Dates provided to us include (B)(6) 2007.

Event description:
It was reported that patient underwent left hip revision surgery due to pain.